Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a generator change procedure. During the procedure, it was noted that the right atrial (ra) lead failed to be removed from the header of the pacemaker. Multiple attempts were made, including injection of silicone oil and saline through the sealing rings, but all were unsuccessful. The ra lead was successfully removed by chipping away the header of the pacemaker using bone cutters. The pacemaker was successfully explanted and replaced, while the ra lead remained implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty removing the a-lead was confirmed. Analysis revealed there was blood accumulation in the a-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the lead difficult to remove. The setscrew had no effect on lead removal since it had been removed by the physician. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector port at time of implant.